Manufacturer narrative:
Final device analysis was not complete as of the date of this report. A follow up report will be sent when device analysis is completed.

Event description:
The hcp reported the patient began hearing an audible alarm from her implantable infusion pump in 2007. The patient came in to the clinic the following day to have the pump interrogated. Upon interrogation, it was noted a motor stall had occured on the same day with no recovery. The patient denies any recent magnetic interaction, surgeries or MRI. The pump had been infusing dilaudid 50 mg/ml at a dose of 7.9 mg/day. The pump was programmed to a reduced rate of 2.4 mg/day, and the patient was scheduled for pump replacement. The hcp reports the patient experienced withdrawal, but no specific symptoms were reported. Approximately one week later, the pump was replaced and the patient was reported to have recovered without sequela. Additional information has been requested, but was not available on the date of this report.